Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic/physical pain') in an adult female patient who had essure (batch no. 664441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included antiphospholipid syndrome, anxiety, kidney pain, hematuria, rheumatoid arthritis, raynaud's phenomenon, joint pain, diarrhoea, hiatal hernia, clostridium difficile colitis, blood in stool, seizures, stomach pain, fibrocystic breast disease, peptic ulcer disease, gastroesophageal reflux disease, rectal bleeding, ischemic colitis, tachycardia, unilateral vision loss, shortness of breath, ear pain, dysgeusia, rhinitis, ovarian cyst, hypothyroidism, renal calculus and haemorrhoids. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), dysmenorrhoea ("dysmenorrhea (cramping)/chronic dysmenorrhea (cramping)"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), migraine ("migraine/ headaches"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish\ psych injury"), depression ("psychological or psychiatric problems condition: depression\psych injury") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding/gen. Abnormal bleed"), psychological trauma ("psych injury"), fatigue ("fatigue"), vaginal infection ("claiming bladder/urinary problems: vaginal infect., vaginal discharge") and vaginal discharge ("claiming bladder/urinary problems: vaginal infect.,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, dysmenorrhoea, urinary tract infection, migraine, headache, vaginal haemorrhage, vaginal infection, vaginal discharge and nausea had resolved and the weight increased, psychological trauma, fatigue, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009 patient received treatment for events ¿ pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, uti discrepancy noted in essure insertion date- (B)(6) 2009 and (B)(6) 2013. Patient received treatment for pain-pelvic/abdominal, chronic dysmenorrhea (cramping),back.,bleeding : menorrhagia (heavy menstrual bleeding),gen. Abnormal bleed,bladder/urinary problems: vaginal infect., vaginal discharge, migraine, headaches and nausea. Patient did not undergo essure confirmation test- discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on an unknown date: not available. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, headaches. Abdominal pain, back pain, nausea, cramps, migraine, menorrhagia, depression, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic/physical pain') in an adult female patient who had essure (batch no. 664441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included antiphospholipid syndrome, anxiety, kidney pain, hematuria, rheumatoid arthritis, raynaud's phenomenon, joint pain, diarrhoea, hiatal hernia, clostridium difficile colitis, blood in stool, seizures, stomach pain, fibrocystic breast disease, peptic ulcer disease, gastroesophageal reflux disease, rectal bleeding, ischemic colitis, tachycardia, unilateral vision loss, shortness of breath, ear pain, dysgeusia, rhinitis, ovarian cyst, hypothyroidism, renal calculus and haemorrhoids. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), dysmenorrhoea ("dysmenorrhea (cramping)/chronic dysmenorrhea (cramping)"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), migraine ("migraine/ headaches"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish\ psych injury"), depression ("psychological or psychiatric problems condition: depression\psych injury") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding/gen. Abnormal bleed"), psychological trauma ("psych injury"), fatigue ("fatigue"), vaginal infection ("claiming bladder/urinary problems: vaginal infect., vaginal discharge") and vaginal discharge ("claiming bladder/urinary problems: vaginal infect.,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, dysmenorrhoea, urinary tract infection, migraine, headache, vaginal haemorrhage, vaginal infection, vaginal discharge and nausea had resolved and the weight increased, psychological trauma, fatigue, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009 patient received treatment for events ¿ pelvic pain, abdominal pain, back pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, uti discrepancy noted in essure insertion date- (B)(6) 2009 and (B)(6) 2013. Patient received treatment for pain-pelvic/abdominal, chronic dysmenorrhea (cramping),back.,bleeding : menorrhagia (heavy menstrual bleeding),gen. Abnormal bleed,bladder/urinary problems: vaginal infect., vaginal discharge, migraine, headaches and nausea. Patient did not undergo essure confirmation test- discrepancy noted diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on an unknown date: not available. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, headaches. Abdominal pain, back pain, nausea, cramps, migraine, menorrhagia, depression, amendment: the report was amended for the following reason: case 2019-003963 found to be duplicate of this case. Events: abnormal vaginal bleeding, mental anguish, depression, vaginal infection, vaginal discharge, nausea. Lot number, medical history, lab data, patients demographic, reporters information were added. All information from case 2019-003963(MFR control number 2951250-2019-04840) transferred to this case. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, weight increased, back pain, menorrhagia, dysmenorrhoea, psychological trauma, urinary tract infection, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009, (B)(6) 2009 patient received treatment for events ¿ pelvic pain, abdominal pain, back pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: not available. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, uti, fatigue, migraine, headaches, weight gain were added. Patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.